Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies generated error during initial open test. The technical support specialist (tss) remotely accessed the machine and tested both cubies using the tester application; initially, both cubies showed pberr_general_failure while opening the lids but ejected without issues, after swapping cubie locations and retesting no errors were observed, and upon reverting them to the original positions, tests were successful, following which the user verified and confirmed medications could be pulled without issue. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to retrieve two medications (03 06 - 0507121 - escitalopram 10 mg tab and 07 10 - 0039682 - haloperidol 5 mg/ml injection), but the cubie lids does not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.